Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested information on race and ethnicity is not available.

Event description:
It was reported that after infusing oxytocin 30 units/500ml at a rate of 28 munit/min, the device did not alarm "infusion complete - kvo" and defaulted to 20ml/hr. The infusion was programmed using guardrails drug library. The event occurred in labor and delivery department. There was no patient injury.

Event description:
It was reported that after infusing oxytocin 30 units/500ml at a rate of 28 munit/min, the device did not alarm "infusion complete - kvo" and defaulted to 20ml/hr. The infusion was programmed using guardrails drug library. The event occurred in labor and delivery department. There was no patient injury.

Manufacturer narrative:
The report of a failure to alarm for ¿infusion complete ¿ kvo¿ was not confirmed. ¿ the pcu event log shows that the device was programmed to infuse oxytocin antepartum/induction 30 unit in 500 ml (drugid 194) at a rate of 28 ml/hr at 11:00 am on 16 february 2020 ¿ the log then shows that the infusion completed and transitioned to kvo at the kvo rate of 20 ml/hr at 1:29 pm ¿ a review of the device error logs found no errors during the time period of the reported event. ¿ functional testing performed found the pump module to be delivering fluid within specification and was observed to alarm for infusion complete ¿ kvo effectively and transition from the primary rate of 28 ml/hr to the kvo rate of 20 ml/hr ¿ the incident disposable tubing set was not returned for investigation. The root cause of the reported failure to alarm for ¿infusion complete ¿ kvo¿ was not identified.